Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate or verify the reported issue. As a precaution physio replaced the system controller pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device boot up to a white display. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.